Event description:
A care giver (cg) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell 5 of 8. The technical service representative (tsr) advised cg to disconnect the home patient (hp) then cycle power and to call peritoneal dialysis renal nurse for advise on how to complete therapy. No clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). The product code is unknown, therefor the 510k number is unknown. The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag came disconnected from the supply line. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).